Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (300 mg/dl). The cause for elevated bg levels was unknown. The customer changed the cartridge and tubing to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional. The customer stated they want to try a 9m cannula instead of the current 6mm cannula being used.